Event description:
On (B)(6) 2025, a patient underwent a chronic catheter placement procedure using the hickman/leonard/broviac central venous catheter. On (B)(6) 2025, post placement procedure, a crack allegedly developed. During flushing after administration, the line reportedly became clogged, and flush fluid was observed bubbling and subsequently squirting out of the catheter. The issue was resolved following repair of the catheter. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. B5, d4 (medical device catalog #, medical device lot #), g3, h6 (method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a chronic catheter placement procedure using the hickman/leonard/broviac central venous catheter. On (B)(6) 2025, post placement procedure, a crack allegedly developed. During flushing after administration, the line reportedly became clogged, and flush fluid was observed bubbling and subsequently squirting out of the catheter. The issue was resolved following repair of the catheter. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one hickman s/l catheter was returned for sample evaluation. Visual, microscopic visual and functional evaluations were performed. A c shape split was noted to the catheter body distal to the clamping sleeve and a projection from the lower end of the material within the burst was noted. The break surface of the c shaped spit was noted to be finely granular. An in house 10ml syringe was used to flush the catheter. Dye water was noted to exit from the distal set of splits. Therefore, the investigation is confirmed for the reported difficult to flush, air and gas issue, fluid leak and identified burst issue. The investigation is unconfirmed for the reported fracture issue as more specified burst issue was identified. The investigation is inconclusive for the reported obstruction of flow as complete catheter segment was not received and the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter that are cleared in the us. The pro code and 510 k number for the hickman cv catheter are identified in d2 and g4. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a chronic catheter placement procedure using the hickman/leonard/broviac central venous catheter. 6 months and 2 days post placement procedure, a crack allegedly developed. During flushing after administration, the line allegedly clogged and flush fluid was observed bubbling out. And liquid suddenly squirted out of the flush. The issue was resolved after repair. There was no reported patient injury.